Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 14, 2020 that a wallflex biliary uncovered stent was implanted to treat a biliary obstruction hilar mass in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was able to be deployed; however, during removal of the catheter, the inner catheter was stuck in the bile duct and eventually broke off. Reportedly, after 2 hours of several attempts and different techniques, the inner catheter was removed by pulling it hard and the stent remains implanted to complete the procedure. The patient was sent home after the procedure. Reportedly, the patient was admitted to a different hospital a day or two after the procedure due to a bleed. It was also noted that the patient got pancreatitis. It is unknown if or how the bleeding and pancreatitis were treated.